Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and checked the quality of the sample tube barcode labels. The quality of the sample tube barcode labels and the barcode decoder settings were evaluated with the manual handheld barcode scanner and was found to be satisfactory. The instrument was inspected, tested without further problem, and returned to service.